Event description:
The pt stated that he was sitting at his desk when he heard 10 beeps from his infusion device. He checked his device and it was about to deliver a 5 unit bolus. The pt was able to successfully disconnect prior to the delivery of the 5 units. The pt claims that the 5 units of insulin was almost delivered without being programmed. The pt's blood glucose was not affected. No medical attention was necessary. The product has been requested for return to be evaluated.